Event description:
Olympus further received information from the customer that the clip that was dislodged in the olympus scope was not an olympus clip.

Event description:
The customer reported that an unknown clip was "sucked" in the channel of the evis exera iii colonovideoscope and was stuck until dislodge. The customer later clarified that the clip, which was from a previous procedure, came out in the patient during a diagnostic colonoscopy. The clip was immediately removed via roth net and the same scope was introduced into the colon to finish the procedure. The procedure was not prolonged "all that much" and its outcome was not affected by the reported issue. There was no death or injury at this point and the patient is being monitored per protocol for infection starting with immediate blood draw for baseline exposure levels. The scope was returned to ensure no damage to the channel had occurred. There was no further harm or user injury reported due to the event.